Manufacturer narrative:
It has been confirmed that there were no erroneous results reported outside of the laboratory.

Manufacturer narrative:
Recent quality control results did not show any large deviation from target values for both analyzer. Upon review of the calibration data, the calibration for reagent lot 185005 had signals below the expected value range for the first calibrator level and signals significantly above the expected value range for the second calibrator level. For calibrations performed with reagent lot 260500, signals for the second calibrator level were significantly higher on (B)(6) 2017 (performed after liquid flow cleaning maintenance) compared to the most recent calibration performed on (B)(6) 2017. A specific root cause could not be determined based on the provided information. Based on the most recent control data provided, the issue is resolved.

Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer ran a correlation study on the cobas 8000 e 602 module (e602) comparing patient sample recoveries with old elecsys pth stat immunoassay (pth) reagent lot number 185005 and new pth reagent lot number 260500. In general, recoveries with new reagent lot number 260500 were (B)(4) lower. The correlation study was performed using fresh patient samples. A correlation study was performed using a total of 11 patient samples. Of these 11 samples, two had erroneous results. Of the two samples with erroneous results, one had an erroneous result that is reportable as a malfunction. The sample resulted as 23.39 pg/ml when tested with old lot 185005 and it resulted as 149.9 pg/ml when tested with new lot 260500. It was asked, but it is not known if an erroneous result was reported outside of the laboratory. No adverse events were alleged to have occurred with the patient. The serial number of the e602 analyzer was asked for, but not provided. Liquid flow cleaning maintenance was performed on the analyzer and a re-calibration was performed with reagent lot 260500 on (B)(6) 2017. A second correlation study was performed on a second e602 analyzer with the same reagent lots using 11 additional patient samples on (B)(6) 2017. There were no erroneous results generated for this comparison.